Event description:
It was reported, after a 27 mm valve (model: el-27a, medwatch report #: 3001743903-2009-00043), was implanted, it did not present good closure. Therefore, the valve was removed, and replaced with this smaller 25 mm valve which lead to prolonged cardiopulmonary bypass time. Postoperatively, the patient suffered a post pump inflammatory response syndrome, followed by prolonged intubation, and respiratory infection, which caused his death. Additional information has been requested.